Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Event description:
It was reported that bd insyte autog bc wing needle did not retract. The following information was provided by the initial reporter: customer states that the needles do not retract. No needlestick occurred. No patient harm. Ref number: (B)(4); lot number: 4222721. Customer has samples to return.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.